Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant schedule for (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens was implanted in the patient's right eye (od) on (B)(6) 2018. There was no patient injury, no other medical or surgical intervention, and no contributing medical factors. However, the lens explant is scheduled for (B)(6) 2018 because the patient is dissatisfied with the near vision. The patient's visual acuity with and without correction was 20/30 distance and j7 near. The replacement lens is going to be with a zlb00 lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.